Manufacturer narrative:
Investigation: DHR was performed, quality notification and maintenance analysis and no occurrences potentially related to the occurrence was observed. Evaluating the complaint description and sample provided by the customer it was possible confirm premature plunger activation. The potential cause for the occurrence is a jam at assembly process, leading to the premature activation. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that the plunger was loose and didn't fit on the bd solomed¿ syringe.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger was loose and didn't fit on the bd solomed¿ syringe.